Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient reported that 'about 6 months ago, they said it would be like december,' for pump replacement due to normal battery depletion and may need to have the catheter replaced. Then patient stated 'it went off about 2 months later and did the same thing. I haven't been able to hear the thing (the alarm) lately. I can't hear it, but the nurses in this clinic can hear it. It's very faint. They told me to call medtronic, and I told them I think the nurse needs to be in on it too. ' patient had a pump printout available but was unable to relay the information. Patient's wife stated 'he was checked and the alarm was suppose to go off december of this year (eos) but he was not hearing anything. But, the last 2 times we've had pump refills, they couldn't believe the alarm was going off, but thi s last time, he had several ml's left in the pump - 13 or whatever.' Then patient stated 'the nurse came out and told me what the alarm was going off, and they couldn't understand it immediately. There was more medicine in there than we thought there should have been. I'm mistaken on one thing, but 4 months ago instead of 10 ml, one had 7 ml. ' the patient's last refill was last thursday and 'we didn't know the alarm was going off, because we couldn't hear it, until the nurse at the appointment told us the alarm was going off and there was more medicine in there than their should be.' Additional information was received from the healthcare provider (hcp) reporting that the alarm being heard was the pump reaching eos (august 2024). At a refill on 2024-05-30, the expected reservoir volume was 0 ml and the actual reservoir volume was 6 ml. Actions/interventions taken to resolve the event included a plan to send the pump for replacement.